Event description:
Hcp report patient presented symptoms of withdrawal including increased pain, nausea, vomiting, diarrhea, and shaking. The pump was not replaced. The pump revision (2003) consisted of reconnecting the pump catheter back together again. The patient is reported as doing "better."